Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not turn on and it's display screen went blank. The customer also experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl and they treated it using manual injections. The customer inserted a new battery and the display screen of the insulin pump went blank and the insulin pump did not turn on. The drive support cap of the insulin pump was normal. Troubleshooting was not performed for blank display. The device is expected to be returned for analysis.